Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise over-sensed as high ventricular rate (hvr) episodes, and the patient¿s right atrial (ra) lead exhibited noise. No intervention was performed. The patient¿s condition remained stable.